Event description:
Customer reported hospitalization due to high blood glucose readings. At the time of hospitalization their blood glucose reading was 949 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.